Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) went blank and then spontaneously rebooted by itself. The device came back into monitoring on its own with no issues. Device logs were received for investigation. No patient harm reported.

Manufacturer narrative:
Details of complaint: on(B)(4)2020 customer's clinical staff reported that the cns went "blank" and rebooted itself. Device then came back into monitoring without issues. The issue could not be duplicated during technical support call. Device logs were sent to the manufacturer, nkc, for analysis. Investigation summary: the result of the investigation has been communicated to nka's tech support team. Although the root cause could not be determined based on the available information, it is recommended that a software update be performed in accordance with the service manual. Due to no root cause being determined, further action is not possible at this time. The overall risk as a product of probability and severity is medium.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) went blank and then spontaneously rebooted by itself. The device came back into monitoring on its own with no issues. Device logs were received for investigation. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: concomitant medical device field contains no information (ni), as attempts to obtain information were made, but not provided.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) went blank and then spontaneously rebooted by itself. The device came back into monitoring on its own with no issues. Device logs were received for investigation. No patient harm reported.